Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The time expended for the first fiber was 16:16 minutes. The fiber tip (cap) was not cleaned during the procedure. The finishing fiber joules of use was 13,992 and 2:44 minutes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at approximately 82,757 joules of use, forward firing was observed. The procedure was completed utilizing a second fiber. Patient outcome: ¿no injury¿ reported.